Manufacturer narrative:
Conclusion: according to the information received from the field a dislocated magnet allegedly due to trauma was discovered during explantation surgery. However, device investigation did not reveal any device defect or damage thought to have been present whilst implanted. No post-traumatic device alteration, which would point to the trauma being the cause of the observed issue have been found. Mechanical damages found during investigation are attributable to the removal surgery. Furthermore, information from the field confirmed that the device was completely fixed and stable during explantation contradicting a post-traumatic magnet dislodgement. Therefore, based on investigation results and information received it is most likely that the implant magnet was dislodged, inadvertently, at some point throughout the implantation procedure handling. This is a final report.

Event description:
In situ testing during first fitting was indicative of a device malfunction. The user has been re-implanted. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing may be indicative of a device malfunction. The mother reported that last week the user had banged her head on a wall.

Manufacturer narrative:
Additional information: based on the received information from the field, it seems that the implant electronics has been damaged due to a possible external impact. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
In situ testing was indicative of a device malfunction. The mother reported that last week the user had banged the back of her head on a wall. Re-implantation is considered but not scheduled yet.